Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "grade 3 capsular contracture requires capsulectomy/ capsulotomy explanting & re-implantation." The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, wear abrasion, creases fold and weight to the spec. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "grade 3 capsular contracture requires capsulectomy/ capsulotomy explanting & re-implantation." The device has been explanted.